Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had foreign objects in the channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. I was unable identify the foreign material from provided information. Since the user conducted reprocessing in accordance with instruction for use (IFU) or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. A root cause could not be identified. Based on the results of the investigation: this complaint allegation has been previously investigated through the product technical investigation (pti) process. No further investigation is required. See coding table for the pti reference number for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.